Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal tissue properly even though an end tone, signifying a completed seal-cycle, was heard. There was no reported bleeding or tissue damage. The customer also reported hearing regrasp alarms. A regrasp alarm is a safety feature that indicates the seal cycle was not complete.